Manufacturer narrative:
An event regarding crack/fracture and wear involving a scorpio insert was reported. A crack/fracture was confirmed following material analysis, wear was not confirmed. Method and results: device evaluation and results: a visual inspection was performed as part of the material analysis report. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The anterior, posterior, medial, lateral, proximal and distal surfaces of the insert were viewed. Explantation damage was observed on the proximal surface. Indentations from the locking tab were observed on the anterior surface. Wear tracks were not observed on the distal surface of the insert. The distal surface of the insert displayed impression markings consistent with expected seating against the tibial baseplate. Overall wear volume could not be performed on the insert due to design limitations. The drawings for the insert did allow for thickness measurements at specific locations on the articulating surface of the insert. The thicknesses of the condyles were measured using a coordinate measuring machine (cmm). The left condyle was the only location outside the tolerance of the design, with the measured thickness being .00169 standard deviations below the allowable tolerance. The exact amount of fixation due to the displaced wire could not be determined. Strength data of the locking mechanism of the insert is sufficient for good clinical performance. Fixation was obtained between the insert and the tibial baseplate as observed through the impression markings on the distal surface of the insert exhibiting no visible signs of movement between the insert and base plate. Burnishing was observed on the locking wire. The burnishing was consistent with the wire not being in its correct position. The material analysis report concluded that: wear tracks were not observed on the distal surface of the insert. Impression markings from the baseplate were observed on the distal surface of the insert. The thicknesses of the condyles were measured for thickness using cmm, where the left condyle was the only location below the tolerance of the design. Damage was observed on one of the locking tabs on the anterior surface of the insert. Strength data of the locking mechanism of the insert is sufficient for good clinical performance. Fixation was obtained between the insert and the tibial baseplate as observed through the impression markings on the insert. The locking tab failed in overload. Eds was performed on the locking wire and was consistent with an astm f90 cocr alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: given the various potential failure scenario¿s, I would consider the possibility of incomplete seating during primary arthroplasty with secondary loss of retention power due to intermittent movement between bearing and baseplate as the failure mode with highest probability as based upon the clinical perspective as well as best consistency with reported mar findings device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: incomplete liner seating during primary arthroplasty may have lead to excess movement between liner and baseplate with a fatigue fracture of the retention wire as evident on x-ray and during revision surgery plus mar. By exclusion of device-related matters in the mar this remains the root cause with highest clinical probability but still with a level of uncertainty due to lack of relevant information that will never be possible to be retrieved. No further investigation is required at this time. Additional information, including further clinical information and additional x-rays are needed to fully investigate the event.

Event description:
The surgeon noticed that the locking wire of nrg ps insert was broken after medical procedure. Additional information: the patient underwent right tka on 2005. In the x-ray image of (B)(6) 2006, the wire was disassembled. On (B)(6) 2015, revision surgery was performed. Aberrant morphology of synovial proliferation was confirmed and removed. It looked that the insert fixed with the baseplate. Fracture of the lateral area (about 1 cm) of the locking wire was noticed when the insert was removed with screw from the baseplate. 3 points of the locking tabs of the insert still had proper shape. 1 cm broken wire was also removed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The surgeon noticed that the locking wire of nrg ps insert was broken after medical procedure. Additional information the patient underwent right tka on 2005. In the x-ray image of (B)(6) 2006, the wire was disassembled. (B)(6) 2015, revision surgery was performed. Aberrant morphology of synovial proliferation was confirmed and removed. It looked that the insert fixed with the baseplate. Fracture of the lateral area (about 1 cm) of the locking wire was noticed when the insert was removed with screw from the baseplate. 3 points of the locking tabs of the insert still had proper shape. 1 cm broken wire was also removed.